Event description:
Customer reported her son was feeling shaky, received blood glucose result of lo, which on the active s sys indicates a result less than 10 mg/dl. Son self-treated with food/drink. Retest result was 135 mg/dl within 10 minutes on the same sys. No adverse event reported. A request was made for the return of the sys, replacement was sent.